Event description:
The device was implanted in 2001. The pt was in step-d0wn with flows of approximately 4.8 liters per minute. The pt suddenly developed flows of 10 liters per minute with a beat rate of 120 beats per minute sustained and noted to be hypotensive and unstable. The pt was transferred to ccu. A swan and tee was planned to evaluate the inflow valve. The pt was placed on bedrest in a low fixed rate mode and patient's transplant status was upgraded to 1a. No further details were provided at this time.